Event description:
It was reported that one day after a left transcarotid artery revascularization (tcar) procedure, upon discharge, the patient experienced right-sided upper extremity weakness and aphasia. Computed tomography angiography (cta) revealed an occluded stent, and the physician determined the stroke event to be embolic. The physician performed a mechanical thrombectomy and placed an unplanned additional wallstent. The patient was administrated a heparin drip and symptoms have not resolved yet. Additional information indicated that the patient was compliant with dual antiplatelet therapy (dapt), and a p2y12 platelet function test was not performed. At this time, it is unknown if the reported event is related to procedural issues, patient resistance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The reported event does not indicate a manufacturing defect and the finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. At this time, it is unknown if the reported event is related to procedural issues, patient resistance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.